Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, the catheter encountered difficulty in crossing the target lesion. After successfully crossing, the balloon was inflated 3 times. During the third inflation, it was noticed that the balloon ruptured at 14atm. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed that the balloon was observed to be unfolded and saline solution was present within the balloon. This indicated that the balloon had been subjected to positive pressure. Blood was visible within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and subjected to positive pressure. A balloon pinhole leak was identified 5.5mm distal from the distal edge of the proximal markerband. No other issues were noted with the balloon material. The rate of burst pressure of this device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination of the shaft identified multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.50mm x 10mm flextome¿ cutting balloon¿ was selected for use. During procedure, the catheter encountered difficulty in crossing the target lesion. After successfully crossing, the balloon was inflated 3 times. During the third inflation, it was noticed that the balloon ruptured at 14atm. The procedure was completed with a different device. No patient complications were reported.